Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Conductor wire 3 had been fractured and protruding out of the shaft at the proximal end of electrode ring 3. Additionally, inspection of the distal tip revealed conductor wire 2 was protruding out of the shaft just distal to electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the wire fracture and damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the catheter.